Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported the patient required hemodialysis catheterization due to acute exacerbation of chronic renal failure. When the catheter dilator was used, it was found that the catheter dilated irregularly, which may cause damage to the patient.